Event description:
Caller states that the patient notified her today that the patient has been experiencing issues recharging implantable neurostimulator (ins). The caller states the patient indicated the charging goes from excellent to poor and does not appear consistent. This started a week about but has been occurring more consistently over the past two days. The caller noted the battery (ins) seems superficial. The caller noted that the patient's recharger could be damaged/frayed and could be affecting the charging. The caller tried one of the caller's rechargers and that seemed to 'work fine'. It is unclear if the pt's recharger is indeed damaged or when that would have occurred. A replacement recharger was sent out.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.